Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with under-sensing and pacemaker mediated tachycardia noted on the patient's pacemaker. Corrective programming changes were recommended. No patient consequences were reported.